Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "does not clip articulate". The instrument was found to have one bent tip and causing clipping test failure. The offset at the tips was 0.46 mm. The probable root cause of severely bent grips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops or overloading the tips by applying excessive force. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip would not articulate on the 8mm large hem o lok clip applier. The procedure was completed with no reported injury.